Event description:
Per complaint (B)(4), during the clinical procedure, the doctor placed the implant and needed to remove it to contour irregular bone. While attempting to remove the implant, it began to strip in the internal hex. The implant was replaced.